Event description:
It was reported that pump experienced malfunction message malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided pump reset instructions and advised caller to call back to complete reset once charger was available, and no additional information was received regarding outcome of event.